Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years 7 months post implant of this 16mm pulmonary valved conduit in a (B)(6)-month-old pediatric patient, due to moderate regurgitation and severe stenosis, the conduit was replaced valve-in-valve with a transcatheter pulmonary bioprosthetic valve deployed to 22mm. No additional adverse patient effects were reported.